Event description:
It was reported that the pcu was involved in an alleged unspecified "incident." Customer reports following the event the pcu would not turn on so customer unable to download the logs. Upon further customer follow up it was reported the device had a system error in which the clinician could not restore to previous settings. There was patient involvement however patient harm is unknown. Although requested, no further information is available per customer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was involved in an alleged unspecified "incident." Customer reports following the event the pcu would not turn on so customer unable to download the logs. Upon further customer follow up it was reported the device had a system error in which the clinician could not restore to previous settings. There was patient involvement however patient harm is unknown. Although requested, no further information is available per customer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.